Event description:
It was reported that the customer experienced a blood glucose (bg) level of 24 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Due to the bg level the customer lost consciousness. Customer went to the emergency room and was admitted into the intensive care unit. Customer was treated with intravenous fluids of glucose and dextrose. Customer was release from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.